Manufacturer narrative:
There were no unexpected off no power anomalies or low battery alerts noted during testing. The pump passed the pump self-test, off no power test, unexpected restart error test, rewind test, prime/compromised force sensor system test, and excessive no delivery test. The operating currents were in specification. It was noted that the test reservoir tube does not lock in place properly due to a partially broken off reservoir tube lip. They were unable to perform the displacement test, basic occlusion test, and occlusion test due to the damaged reservoir tube lip noted. The pump had a missing reservoir tube o-ring noted. The pump also had minor scratches on the lcd window, a cracked case at the display window corners, scratches on the reservoir tube window, cracked battery tube threads, a cracked reservoir tube, a shifted end cap sticker, and a stained end cap sticker.

Event description:
The customer's mother reported via phone call that the reservoir is pushing out of the insulin pump when the customer tries to give himself some insulin. Caller stated that there are cracks and there are 2 missing plastic pieces around the reservoir compartment. Customer had a no power alarm on (B)(6) 2016. Caller stated that it was due to the customer having a low battery at 10 am and not addressing it. Customer's blood glucose was in the 300's mg/dl. Caller stated that the customer plays basketball and he wears the pump during games. Caller stated that the customer's blood glucose runs high and she has to call his health care provider. Caller doesn't feel troubleshooting is necessary. Caller was advised that the pump will need to be replaced. Caller was advised to have the customer discontinue use of the pump and revert to a back-up plan.